Event description:
It was reported that prior to an unspecified surgical procedure it was observed that the impactor device broke into two separate pieces at the battery terminal. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI - (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and the reported condition that the device was broken into two separate pieces at the battery terminal was confirmed. The device was visually inspected, and it was found that the device failed inspection due to the rear housing being broken. The impactor was functionally assessed and determined not to operate because the battery pack could not be engaged due to the housings cracked/broken, separated, and the battery connection terminal housing is out of position consistent with having been dropped. It was further determined that the device failed pre-test for visual assessment, battery pack fit assessment, latch assessment, impactor operation assessment, and battery pack removal assessment. It was determined that the most probable root cause can be linked to improper handling, which is user error.